Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose (bg) level was "high" per continuous glucose monitor (cgm) readings and was addressed with a correction bolus. Additionally, it was reported that the customer experienced a low bg that was "low" per cgm readings, cause was unknown. At the time of the call, customer had not yet addressed low bg. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.